Event description:
During the follow up on a peritoneal dialysis (pd) patient's cycler complaint, the patient's nurse reported that he had a drain volume that was 200% of his fill volume. The patient's cycler had alarmed for an invalid sensor reading during treatment. The patient was able to complete treatment. The patient had a last drain of 5600ml and his largest fill was 2800ml. The reported large drain of 5600ml was 200% over the expected drain volume, which resulted in a reportable device malfunction. During follow up, the patient's nurse reported he did not require any medical intervention. The patient reported feeling too full of fluid, but was not in pain at the time of the event.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.